Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal setup joint (dsuj) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the dsuj for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that a system message was displayed instructing them to disable universal surgical manipulator (usm2). The user had already restarted the patient side cart (psc), but the message persisted, so they proceeded clinically with three usms and disabled usm2. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the customer call back the following day, (B)(6) 2026, to request an update regarding the system repair.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal setup joint (dsuj) was analyzed, and the reported problem was confirmed and replicated. System logs revealed error 23072 indicating excessive error between secondary and primary setup joint readings pointing to the dsuj¿s wrist. Upon visual inspection, the wrist encoder was found to have lost its gap which would be related to the reported event. The unit was installed onto a golden system where no errors were found and functioned as expected. The dsuj was tested on a patient side cart fixture test platform (pftp) where it passed all relevant testing. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the wrist encoder in the distal suj. This issue can be resolved by having the fse replace the suj.

Event description:
Refer to h11 for follow-up information.